Event description:
Material no: 363706; batch no: unknown. It was reported that after use of the bd microtainer® map microtube for automated process k2 edta 1.0 mg the tubes are leaking during transport. The following information was provided by the initial reporter: the customer thinks they are leaking from the middle of the stopper due to a puncture. The customer did not want to make this a complaint and no additional information was provided. The customer wants to talk to the tech team regarding this.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 363706, batch no: unknown. It was reported that after use of the bd microtainer® map microtube for automated process k2 edta 1.0 mg the tubes are leaking during transport. The following information was provided by the initial reporter: the customer thinks they are leaking from the middle of the stopper due to a puncture. The customer did not want to make this a complaint and no additional information was provided. The customer wants to talk to the tech team regarding this.